Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter recommendation from their dentist. Their dentist review their case and determined that the treatment has not effectively resolved the malocclusion or the lower anterior crowding that was present prior to the start of aligner therapy. Patient advised to see regular orthodontist to fix the bite issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.